Manufacturer narrative:
Additional information found in device available for evaluation?, device evaluated by MFR? And evaluation codes. Manufactured april 8, 2016 ¿ april 10, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspected noted fluid in the outer bag and broken tubing at the solvent-bonded junction of the luer. Also broken tubing still remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the broken tubing could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. It was not specified as to when in the process this occurred. There was no patient involvement. No additional information is available.